Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported hospitalization due to high blood glucose. Caller stated that the insulin pump was not delivering insulin properly. The blood glucose reading at the time of the event was 294 mg/dl. Customer had large ketones, stomach flu and under-delivery of insulin. Diagnosed diabetes ketoacidosis. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Programmed basal rates and boluses delivered and recorded properly during testing. No daily total, basal or bolus anomaly noted.